Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) migrated into the upper scrotum. The aus was explanted and replaced. There were no patient complications reported.